Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number : (B)(4); model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), model/catalog description: linear st lead kit 50 cm. Additional information was received that the battery will be replaced in order to give patient an easier time with charging and to provide the latest software.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. No malfunction was suspected and it was the physicians preference to upgrade for newer technology. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.